Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness. Doi: (B)(6) 2007 - dor: none reported (right side). Patient is a resident of (B)(6). Update: (B)(6) 2013 - additional litigation papers received. Litigation has provided date of revision. There is no additional information that would affect the outcome of this investigation. Update (B)(6) 2015 - pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain and increased metal ions (no labs provided). The stem is being added to the complaint and part/lot is being updated.